Manufacturer narrative:
Additional information: d4, h4 manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 19:50:54 through (B)(6) 2019 at 07:44:49. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2019 at 20:03:23. From this time through 20:09:27, multiple low speed events were captured, including pump stops. Additional low speed events and one pump stop were captured on (B)(6) 2019 from 09:30:22 through 09:30:26. These low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All low speed events appeared to occur while the patient was supported by the power module. As an additional observation, the file captured brief no external power events and a yellow wrench advisory on (B)(6) 2019. No additional atypical events were captured. The account communicated that the patient was back in the hospital with pump stops that began on (B)(6) 2019. It was reported that the patient underwent a recent driveline repair on (B)(6) 2019 (investigated under MFR# 2916596-2019-02576) and a tia and driveline infection in (B)(6) 2019 (investigated under MFR# 2916596-2019-03677). It should be noted that approximately 18¿ of the patient¿s driveline was previously replaced and investigated. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the red wire, approximately 2.5" from the controller connector. It was reported that the most recent pump stops occurred while the patient was connected to a grounded patient cable. No additional pump stops occurred while the patient was supported by batteries. The patient was sent home on an ungrounded patient cable. No additional pump stops were observed on the ungrounded cable. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous driveline repair performed in may was reported under MFR. Report #2916596-2019-02576. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was having pump stops that started on (B)(6) 2019. Log file analysis captured several pump stops on (B)(6) 2019 and (B)(6) 2019 while the device was connected to the power module. The analysis of the percutaneous lead from a driveline repair back in may showed a breach in the insulation of the red wire. The repair was performed within 3 inches of the exit site, so no further driveline repairs could be performed. The patient was on a grounded cable at the time of the event. A no ground cable was ordered and sent to the patient. X-ray images only showed the internal portion of the driveline which did not show any obvious areas of shield breakdown. No additional information was provided.